Event description:
It was reported the patient had not felt well since the device was implanted. A holter monitor showed that the atrial tracked rates and intrinsic beats were high and appeared to be atrial driven. Far field r wave (ffrw) oversensing and occasional loss of conduction was noted on the stored atrial episodes. It was noted the implanting physician had difficulty placing the atrial lead and atrial undersensing was observed. The device was reprogrammed and the ffrw was eliminated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.